Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air/water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The complaint was confirmed. The most probable cause of the complaint and additional failure is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.